Event description:
It was reported that (1) device was used during a low anterior resection. It was reported by the rep that the tcr55 would not advance inside the tlc55 (would not fire). Another reload was used to complete the case. There was no consequence to the pt. The tlc55 is not being returned, only the tcr55. 1/20/2000 additional info from rep: to clarify event, rep explained that the tcr55 jammed.